Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the sample evaluation the reported failure to deploy could not be reproduced. The delivery system was returned completely dismantled and the stent was not returned. As the poor sample condition does not match the event information provided by the customer, the event was closed with inconclusive results. Based on the available information and the evaluation of the sample, a definite root cause could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instruction for use (IFU) sufficiently addressed the potential risks. The IFU states: 'visually inspect the bard¿ e-luminexx¿ vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. Furthermore, the IFU states: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.'

Event description:
It was reported that during a stent procedure to treat a highly calcified lesion in the external iliac artery, the vascular stent allegedly failed to deploy from the vascular stent delivery system. Reportedly, another vascular stent delivery system was used for treatment. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent procedure to treat a highly calcified lesion in the external iliac artery, the vascular stent allegedly failed to deploy from the vascular stent delivery system. Reportedly, another vascular stent delivery system was used for treatment. There was no reported patient injury.